Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter inserted into the patient successfully. At 22:30 on (B)(6) 2025, it was discovered that the pump had returned blood and the pump had stopped. It was considered that the balloon had ruptured and remove the catheter". Additional information states that the iab catheter was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported "the catheter inserted into the patient successfully. At 22:30 on (B)(6) 2025, it was discovered that the pump had returned blood and the pump had stopped. It was considered that the balloon had ruptured and remove the catheter". Additional information states that the iab catheter was not replaced. The patient's current condition is reported as "fine".